Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump with an alternate set of charging supplies.